Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The erbe was returned for failure analysis and run in normal mode. The reported failure error c-33 was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the customer contacted intuitive technical support engineer (tse) to report errors occurred on the integrated electrosurgical unit (iesu) or erbe. System logs confirmed that hf voltage measurement errors c-33 occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with force triad generator. There was no patient harm.